Event description:
It was reported that the ptfe (polytetrafluoroethylene) outer coating had peeled away at the proximal end of the guidewire(subject device). The procedure was completed after using another guidewire and no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found polytetrafluoroethylene (ptfe) had peeled in several places along the proximal section of the guidewire. Functional testing revealed that ptfe adhered to the guidewire. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed, however torque device was not returned so the cause of the reported event could not be determined. Based on the information provided and investigation, a cause of undeterminable has been assigned to this investigation.

Event description:
It was reported that the ptfe (polytetrafluoroethylene) outer coating had peeled away at the proximal end of the guidewire(subject device). The procedure was completed after using another guidewire and no clinical consequences reported to the patient.